Manufacturer narrative:
Examination of the submitted tibial insert component confirmed unanticipated polyethylene wear. The root cause of the polyethylene wear is attributed to preferential loading of the femoral component onto the anterior aspect of the tibial insert. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the tibial tray, osteolysis and wear of the insert was noted.